Manufacturer narrative:
Describe event or problem, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was detached/separated from the delivery system and damaged it entire length. The proximal end of the stent was stretched and the distal end of the stent was misaligned and bunched. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was further reported that the stent dislodgement occurred inside the patient. The stent stayed on the delivery system and was removed with it.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the proximal right coronary artery. A 4.00 x 16 synergy ii stent was selected for treatment; however, the stent came off the balloon catheter. No patient complications were reported.